Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain"), embedded device ("the left and right coils are each embedded within the proximal portion of their respective fallopian tubes and extend into the myometrium immediately adjacent to the fallopian tubes"), pelvic inflammatory disease ("pelvic inflammatory disease") and genital haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") in a 34-year-old female patient who had essure (batch no. 624837) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included arthritis, joint pain, night sweats, dizziness, sores mouth, leiomyoma nos and dysuria. On (B)(6) 2007, the patient had essure inserted. On (B)(6) 2007, 14 days after insertion of essure, the patient experienced rash papular ("skin bumps / rashes or skin conditions ¿ bumpy red skin was diagnosed with poison ivy realizing it may be a nickel allergy/skin rashes"). On (B)(6) 2008, the patient experienced urinary tract infection ("frequent urinary tract infections"). On (B)(6) 2009, the patient experienced genital haemorrhage (seriousness criterion medically significant), menorrhagia ("abnormally heavy menstrual bleeding/ prolonged menstruation / abnormal menstruation"), fatigue ("chronic fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and migraine ("migraines/headaches"). On (B)(6) 2010, the patient experienced weight increased ("weight gain"). On (B)(6) 2010, the patient experienced alopecia ("hair loss/ thinning of hair"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), pelvic inflammatory disease (seriousness criteria medically significant and intervention required), dysmenorrhoea ("abnormally severe menstrual pain"), abdominal pain lower ("lower abdominal pain, even when not menstruating"), back pain ("lower back pain ,even when not menstruating"), memory impairment ("forgetfulness"), pruritus ("itching"), anxiety ("anxiety"), vaginal infection ("infection ¿ acute vaginitis") and abdominal pain ("abdomen area pain"). The patient was treated with ciprofloxacin, nitrofurantoin (macrodantin), surgery (underwent a total hysterectomy and bilateral salpingectomy), surgery (nderwent a total hysterectomy and bilateral salpingectomy) and surgery (robotic-assisted total laparoscopic hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, embedded device, pelvic inflammatory disease, genital haemorrhage, dysmenorrhoea, abdominal pain lower, back pain, menorrhagia, memory impairment, pruritus, fatigue, anxiety, weight increased, vaginal haemorrhage, vaginal infection, urinary tract infection, migraine and abdominal pain outcome was unknown and the rash papular and alopecia had resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, anxiety, back pain, dysmenorrhoea, embedded device, fatigue, genital haemorrhage, memory impairment, menorrhagia, migraine, pelvic inflammatory disease, pelvic pain, pruritus, rash papular, urinary tract infection, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: since her removal surgery, her symptoms have mostly resolved, though some remain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: confirming full occlusion of fallopian tubes bilateral essure devices are identified and intact. No free spillage of contrast is demonstrated within the peritoneal cavity. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: pelvic inflammatory disease . Most recent follow-up information incorporated above includes: on 2-mar-2018: plaintiff fact sheet received. Events embedded device & device dislocation abnormal bleeding, vaginal bleeding, hair loss, acute vaginitis urinary tract infection , migraines/headaches, pelvic pain, are added. Lot number added. Lab data updated. Concomitant conditions &drugs are added. Product, patient & reporter information updated. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain"), embedded device ("the left and right coils are each embedded within the proximal portion of their respective fallopian tubes and extend into the myometrium immediately adjacent to the fallopian tubes"), pelvic inflammatory disease ("pelvic inflammatory disease") and genital haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") in a 34-year-old female patient who had essure (batch no. 624837) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included hodgkin's disease. Concurrent conditions included arthritis, joint pain, night sweats, dizziness, sores mouth, leiomyoma nos and dysuria. Concomitant products included antibiotics, calcium carbonate, cetirizine hydrochloride (zyrtec), conlunett (ortho-novin sq), eugynon (lo/ovral) and lorazepam. On (B)(6) 2007, the patient had essure inserted. In (B)(6) 2007, the patient experienced dysmenorrhoea ("abnormally severe menstrual pain/painful period"). On (B)(6) 2007, 14 days after insertion of essure, the patient experienced rash papular ("skin bumps / rashes or skin conditions ¿ bumpy red skin was diagnosed with poison ivy realizing it may be a nickel allergy/skin rashes"). On (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and perineal pain ("perineal pain"). On (B)(6) 2008, the patient experienced vaginal infection ("infection ¿ acute vaginitis"), urinary tract infection ("frequent urinary tract infections") and cystitis ("bladder infection"). On (B)(6) 2009, the patient experienced genital haemorrhage (seriousness criterion medically significant), menorrhagia ("abnormally heavy menstrual bleeding/ prolonged menstruation / abnormal menstruation"), fatigue ("chronic fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), migraine ("migraines/headaches"), metrorrhagia ("intermenstrual spotting"), menometrorrhagia ("excessive and frequent menstruation with irregular cycle") and headache ("headaches"). On (B)(6) 2010, the patient experienced weight increased ("weight gain"). In (B)(6) 2010, the patient experienced amnesia ("memory loss"). On (B)(6) 2010, the patient experienced alopecia ("hair loss/ thinning of hair"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), pelvic inflammatory disease (seriousness criteria medically significant and intervention required), abdominal pain lower ("lower abdominal pain, even when not menstruating"), back pain ("lower back pain ,even when not menstruating"), memory impairment ("forgetfulness"), pruritus ("itching"), anxiety ("anxiety"), abdominal pain ("abdomen area pain"), uterine leiomyoma ("small leiomyomata"), cervical cyst ("endocervical gland cysts") and uterine scar ("scar tissue around the uterus"). The patient was treated with ciprofloxacin, nitrofurantoin (macrodantin), ibuprofen, surgery (underwent a total hysterectomy and bilateral salpingectomy), surgery (underwent a total hysterectomy and bilateral salpingectomy) and surgery (robotic-assisted total laparoscopic hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, embedded device, pelvic inflammatory disease, genital haemorrhage, dysmenorrhoea, abdominal pain lower, back pain, menorrhagia, memory impairment, pruritus, fatigue, anxiety, vaginal haemorrhage, vaginal infection, urinary tract infection, migraine, abdominal pain, uterine leiomyoma, cervical cyst, amnesia, metrorrhagia, menometrorrhagia, perineal pain, cystitis and uterine scar outcome was unknown and the rash papular, weight increased, alopecia and headache had resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, amnesia, anxiety, back pain, cervical cyst, cystitis, dysmenorrhoea, embedded device, fatigue, genital haemorrhage, headache, memory impairment, menometrorrhagia, menorrhagia, metrorrhagia, migraine, pelvic inflammatory disease, pelvic pain, perineal pain, pruritus, rash papular, urinary tract infection, uterine leiomyoma, uterine scar, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: since her removal surgery, her symptoms have mostly resolved, though some remain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: confirming full occlusion of fallopian tubes bilateral essure devices are identified and intact. No free spillage of contrast is demonstrated within the peritoneal cavity. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: pelvic inflammatory disease . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-aug-2018: quality-safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain"), embedded device ("the left and right coils are each embedded within the proximal portion of their respective fallopian tubes and extend into the myometrium immediately adjacent to the fallopian tubes"), pelvic inflammatory disease ("pelvic inflammatory disease") and genital haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") in a 34-year-old female patient who had essure (batch no. 624837) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included hodgkin's disease. Concurrent conditions included arthritis, joint pain, night sweats, dizziness, sores mouth, leiomyoma nos and dysuria. Concomitant products included antibiotics, calcium carbonate, cetirizine hydrochloride (zyrtec), conlunett (ortho-novin sq), eugynon (lo/ovral) and lorazepam. On (B)(6) 2007, the patient had essure inserted. In (B)(6) 2007, the patient experienced dysmenorrhoea ("abnormally severe menstrual pain/painful period"). On (B)(6) 2007, 14 days after insertion of essure, the patient experienced rash papular ("skin bumps / rashes or skin conditions ¿ bumpy red skin was diagnosed with poison ivy realizing it may be a nickel allergy/skin rashes"). On (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and perineal pain ("perineal pain"). On (B)(6) 2008, the patient experienced vaginal infection ("infection ¿ acute vaginitis"), urinary tract infection ("frequent urinary tract infections") and cystitis ("bladder infection"). On (B)(6) 2009, the patient experienced genital haemorrhage (seriousness criterion medically significant), menorrhagia ("abnormally heavy menstrual bleeding/ prolonged menstruation / abnormal menstruation"), fatigue ("chronic fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), migraine ("migraines/headaches"), metrorrhagia ("intermenstrual spotting"), menometrorrhagia ("excessive and frequent mentruation with irregular cycle") and headache ("headaches"). On (B)(6) 2010, the patient experienced weight increased ("weight gain"). In (B)(6) 2010, the patient experienced amnesia ("memory loss"). On (B)(6) 2010, the patient experienced alopecia ("hair loss/ thinning of hair"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), pelvic inflammatory disease (seriousness criteria medically significant and intervention required), abdominal pain lower ("lower abdominal pain, even when not menstruating"), back pain ("lower back pain ,even when not menstruating"), memory impairment ("forgetfulness"), pruritus ("itching"), anxiety ("anxiety"), abdominal pain ("abdomen area pain"), uterine leiomyoma ("small leiomyomata"), cervical cyst ("endocervical gland cysts") and scar ("scar tissue around the uterus"). The patient was treated with ciprofloxacin, nitrofurantoin (macrodantin), ibuprofen, surgery (underwent a total hysterectomy and bilateral salpingectomy), surgery (nderwent a total hysterectomy and bilateral salpingectomy) and surgery (robotic-assisted total laparoscopic hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, embedded device, pelvic inflammatory disease, genital haemorrhage, dysmenorrhoea, abdominal pain lower, back pain, menorrhagia, memory impairment, pruritus, fatigue, anxiety, vaginal haemorrhage, vaginal infection, urinary tract infection, migraine, abdominal pain, uterine leiomyoma, cervical cyst, amnesia, metrorrhagia, menometrorrhagia, perineal pain, cystitis and scar outcome was unknown and the rash papular, weight increased, alopecia and headache had resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, amnesia, anxiety, back pain, cervical cyst, cystitis, dysmenorrhoea, embedded device, fatigue, genital haemorrhage, headache, memory impairment, menometrorrhagia, menorrhagia, metrorrhagia, migraine, pelvic inflammatory disease, pelvic pain, perineal pain, pruritus, rash papular, scar, urinary tract infection, uterine leiomyoma, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: since her removal surgery, her symptoms have mostly resolved, though some remain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: confirming full occlusion of fallopian tubes bilateral essure devices are identified and intact. No free spillage of contrast is demonstrated within the peritoneal cavity. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: pelvic inflammatory disease most recent follow-up information incorporated above includes: on 18-jul-2018: pfs received- event small leiomyomata, endocervical gland cysts, memory loss, intermenstrual spotting, excessive and frequent mentruation with irregular cycle, headaches, scar tissue around the uterus, perineal pain, bladder infection were added. Outcome of weight increased were added. Historical condition, treatment and concomitant medication were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("abnormally severe menstrual pain"), abdominal pain lower ("lower abdominal pain, even when not menstruating"), back pain ("lower back pain ,even when not menstruating"), menorrhagia ("abnormally heavy menstrual bleeding/ prolonged menstruation / abnormal menstruation"), memory impairment ("forgetfulness"), rash ("rashes"), skin mass ("skin bumps"), pruritus ("itching"), fatigue ("chronic fatigue"), anxiety ("anxiety") and weight increased ("weight gain"). The patient was treated with surgery (underwent a total hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dysmenorrhoea, abdominal pain lower, back pain, menorrhagia, memory impairment, rash, skin mass, pruritus, fatigue, anxiety and weight increased outcome was unknown. The reporter considered abdominal pain lower, anxiety, back pain, dysmenorrhoea, fatigue, memory impairment, menorrhagia, pelvic pain, pruritus, rash, skin mass and weight increased to be related to essure. The reporter commented: since her removal surgery her symptoms have mostly resolved, though some remain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: confirming full occlusion of fallopian tubes. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.